Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had unresponsive buttons. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with act, down and up buttons unresponsive due to corroded keypad traces. The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, cracked belt clip slot, minor scratched and cracked display window.